Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was above 600 mg/dl at time of incident and other 345 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was not insisting on insulin pump replacement. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer stated the drive support cap appears to be normal. Customer treated with manual injection. Customer reported that the insulin pump received insulin flow blocked alarm. The insulin pump will not be returned for analysis.